Event description:
It was reported that the ilet user experienced a high glucose alert and had a measured blood glucose of 387 mg/dl after running out of insulin and delaying an infusion set change, which constituted a use-related issue rather than a device malfunction. The user replaced the infusion set, confirmed site viability, and glucose values trended down without additional assistance. Symptoms included hyperglycemia without reported physical signs. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.